Manufacturer narrative:
The customer¿s report of a crack in the line was confirmed to be a male luer break. Visual inspection as received confirmed the male luer was broken. Closer inspection under a lab microscope observed no stress marks or tool marks at the break site of the male luer. No further testing could be performed due to the broken male luer and the obvious leak that would occur from the break. Bd manufacturing is aware of this type of damage to the male luer component p/n 1001-085-004. Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Device history record for model me2017 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that 60 in ultra minibore extension set was cracked. The following information was provided by the initial reporter: material no.: me2017, batch no.: unknown. It was reported that one line was cracked where it was inserted into a neutral valve. This was found after noting the bed sheet to be wet. Bedsheet was noted to be wet. Upon assessment of line connections, one line was cracked where inserted into a neutral valve. Line was clamped and neutral valve was changed using sterile technique. Cracked line was saved and clinical engineering was paged.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set was cracked. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown it was reported that one line was cracked where it was inserted into a neutral valve. This was found after noting the bed sheet to be wet. Bedsheet was noted to be wet. Upon assessment of line connections, one line was cracked where inserted into a neutral valve. Line was clamped and neutral valve was changed using sterile technique. Cracked line was saved and clinical engineering was paged.